Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead had migrated. Surgical intervention took place on (B)(6) 2023 where the lead was repositioned.